Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot #1a601b. She opened the bottle of test strips approx 2 weeks ago. The readings she obtained were slightly higher than her usual readings with another brand's test strips, but not significantly different. She noticed that the readings she obtained steadily decreased over the course of a few days. On the morning of 10/1/96, she performed a blood glucose test and the result was 5 mg/dl. Hse immediately performed a second test and the result was 11 mg/dl. The code was set correctly for all tests. The desiccant is in the bottle for test strips. The customer does not have any normal control solution to check the test strips for accuracy. She performed a check strip test and the result was 79 versus a check strip range of 70-96. The customer stores the test strips in her bedroom.